Manufacturer narrative:
Patient information is not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The first revision procedure occurred on (B)(6) 2015. At this time, the devices were repositioned, but not removed. The actual explant was scheduled for (B)(6) 2015, but may not have occurred until (B)(6) 2015. Therefore, the exact date of explant is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (based on operating room notes received on may 8, 2015): it was reported that the surgeon(s) placed vertical distractors in the bilateral mandibular ramus and performed an upper-level osteotomy on the mandibular tongue (per described technique). At the 24-hour follow-up, a panoramic radiograph confirmed left-side displacement and early signs of right-side displacement. Two revision procedures were performed thereafter (and addressed in (B)(4)).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that this complaint is for the first surgery dated: (B)(6) 2015. The distractors¿ placement was very complicated and after many hours of trying to place it, the distractors were derailed from the backplate. During the first surgery, the surgeon inserted vertical distractors in bilateral mandibular branch. The surgery lasted two (2) hours. This is report 9 of 14 for (B)(4).